Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the drive support cap was flush. Customer's blood glucose level was 21.6 mmol/l and current blood glucose level was 21.6 mmol/l. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer not alleging that the insulin pump was under delivering. The device will not be returned for analysis.